Manufacturer narrative:
Mfg date: 12/01/2013. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from the husband of a (B)(6) year old female patient who reportedly experienced keratitis after the use of complete multipurpose easy rub. The reporter stated he felt the infection was caused by the product having ''bacteria or something in it''. In follow up it was learned that the patient began to experience redness, pain, discharge and crustiness in the left eye on (B)(6) 2015. She saw her general practioner who told her she had conjunctivitis; she was prescribed erythromycin ointment. She saw no improvement so the following day she went to the emergency room. There was no ophthalmologist to see her so she was referred to a specialist the following day. On (B)(6) 2015, the doctor confirmed bilateral keratitis (bacterial). A culture was obtained which was returned positive for pseudomonas aeruginosa. She was stared on antibiotics before the culture results were available. She saw the doctor daily. The patient lives on the (B)(6) and the doctor could not locate the desired medication. The patient went back to the emergency room and was told she had corneal abrasions and was told to go to (B)(6) for further treatment. She had emergency surgery on (B)(6)2015. On outpatient basis a vitrectomy was performed with anterior chamber wash, vitreo antibiotics; the diagnosis was endophthalmitis. At this time she continues on medication and she states she has no eye sight and the doctor told her that this is permanent. The actual bottle of solution the patient used was discarded by her husband. Patient wears acuvue 2 lenses on daily wear basis. Lenses were 2 weeks old at the time of event (discards every two weeks). Patient performs rub and rinse step, changes solution daily, rinses lens case with water and soap daily, does not swim, sleep or shower with lenses in place. Patient was unable to provide names of all medications at the time of the interview, nor the lot number of the product.

Manufacturer narrative:
Lot number amo2897 expiration 12/31/2015. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.